Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2 year old male patient with a medical condition of hemolytic uremic syndrome, septic shock, anemia, with a metabolic acidosis and with a potassium level of 11 meq/l was to be treated with dialysis using an ak 98 machine. During preparation, the ak 98 machine triggered an alarm related to diva/tava technical error, which required a machine change. The treatment was initiated and completed with a new machine without further issues. Patient was never connected to the involved ak 98 machine. There is no data indicating that the patient's condition worsened due to the 1.0 hour delay of treatment start. No additional information is available.